Event description:
--

Event description:
Boston scientific received information that this pacemaker¿s battery depleted prematurely. It wa noticed during a routine follow up of the patient that the device was in end of life (eol) however therapy had not been compromised. This device was successfully explanted and replaced. The device will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was analyzed. A longevity calculation was performed, which confirmed the device had failed to meet longevity expectations. The device case was opened and the battery was replaced with an external power supply. Electrical measurements noted a high current condition. Further detailed analysis isolated the high current condition to a degraded low-voltage capacitor, causing the reported field observation.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.